Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was jumping and there was a choppy graft. The event occurred during surgery. There was no harm and there was a delay of less than 20 minutes. Another device was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2019, it was reported that the device was jumping and there was a choppy graft. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. The customer also returned the 1''/2''/3''/4'' width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(6) as documented in the repair reports in livelink. Product review of the electric dermatome on (B)(6) 2019 revealed that the control bar and harvesting area of the head were dinged. The width plates were in good shape. The motor speed was within specifications but it ran erratically. The control bar was in the correct position and the calibration was out of specifications at all settings. The customer did not return a power supply for evaluation. Repair of the electric dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the device operated within motor speed specifications however, the motor ran erratically. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device operated within motor speed specifications however, the motor ran erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.